Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed one complaint folder has been received for this production order number which is not related to the complaint code of this investigation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information per follow up information received states that the lens was inserted completely, removed and replaced successfully in same procedure with back-up lens ar40e 4.5 diopter. Sutures were required. The patient was stable when discharged and in good spirits. As result of additional information below fields have been updated: section a2: gender: male; section a2: date of birth: (B)(6) 1954; section h6: health effect - impact code: 4625 - additional surgery-sutures. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter phone number: (B)(6). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was damaged (cut out, not implanted). There was patient contact with the lens. No additional information was provided to johnson & johnson surgical vision.